Event description:
It was reported that the user experienced a low blood glucose that subsequently transitioned to hyperglycemia while using the ilet system, during which the user paused insulin delivery and treated the hyperglycemia with gummies while also being disconnected from the device during a bath. Symptoms included low glucose followed by high glucose. Outcomes included transient blood glucose excursions that returned to range without hospitalization. Troubleshooting and education were provided, including guidance to ensure glucose is in range before disconnecting from the device. Investigation included complaint handling and user counseling. Investigation of this case revealed user management factors, including pausing insulin and disconnecting from the ilet, which likely contributed to the hyperglycemia. It was concluded that the event was consistent with use-related factors with cause of the hyperglycemia not fully established. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.